Event description:
Customer reported that the suture broke one week following an ophthalmic procedure resulting in a wound dehiscence. No further info was provided. There is no indication of any need for medical or surgical intervention.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.